Event description:
Info from medical records received for review: on (B)(6) 2006 - exploratory laparotomy, lysis of adhesions, repair of ventral hernia w/bard composix kugel mesh. On (B)(6) 2007 - small bowel obstruction, repair of ventral hernia w/bard composix kugel mesh. This hernia was above the hernia that was repaired in (B)(6) 2006. On (B)(6) 2009 - drainage of abscess. Mass was in right lower quadrant with subcutaneous abscess. Wound was packed with wet-dry dressing. On (B)(6) 2010 - explant of infected mesh. Fistula noted at right periumbilical area. Bard composix kugel mesh was entirely removed. There was another marlex patch in the area which was removed as much as possible. Pt was found to have an enteric fistula beneath the patch.

Manufacturer narrative:
The medical records provided indicate that the pt developed and was treated for an infection/abscess. The infection/abscess presented more than two years post-implantation of the mesh indicating the mesh did not cause the infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The medical records provided do not otherwise specify a specific product problem and no product was returned for eval, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the event. See MDR 1213643-2011-00014 for info related to the bard composix kugel mesh implanted on (B)(6) 2006.